Event description:
The customer reported the device not delivering adequate tidal volume. No patient involvement reported.

Manufacturer narrative:
The customer returned gds had an air flow sensor u1 out of specification that caused the flow accuracy test to fail at the 10lpm and 120 lpm test point. Replacing the air flow sensor resolved the issue and the air flow pv test passed.